Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) ranged from 120 mg/dl to a reading of "high" on continuous glucose monitor. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.